Event description:
Meter name: surestep enhanced, strip name: surestep test strips, meter code: 3, strip code: 3, strip storage: stored correctly, symptoms: dizzy. The patient was hospitalized per the family member due to surestep meter giving the patient wrong readings. Their meter allegedly was inaccurately erratic. The result on their meter was 41, 38, 39 md/dl. The result on the hospital meter was unknown. The time difference between patient's meter and hospital meter was unknown. Treatment is unknown. No further information has been reported.